Event description:
The customer reported that red alarms were occurring but there was no alarm sounds. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.